Event description:
Device malfunction: filter basket recovery issue. Time of malfunction: during the procedure in 2006. Symptoms/ae: none. It was reported that, the recovery catheter 2 was unable to advance, it was catching on the stent. Recovery catheter 2 (low-profile flexible tip) was attempted but, caught on the stent. The recovery catheter 1 (the shapeable tip) was used and recovered the filter basket successfully. No add'l info was available.